Event description:
It was reported that the customer had a button issue and the keypad was unresponsive on the insulin pump. Customer stated that the buttons were harder to push. Customer's blood glucose levels have been fine. Customer stated that they have to press the buttons too hard. Customer stated that she will give it some time for the buttons to adjust and will want the replacement as a safety. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.